Manufacturer narrative:
The results of the investigation are not available at the time of this report. A completed investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges that there is leakage between the seal that is allowing condensation and air to come through the top of the device and the bottom connection of the device. No pt injury reported.